Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent moved on balloon and stent damage occurred. A 8 x 2.25 promus elite mr drug-eluting stent was selected for use. However, while inserting the stent inside the watchdog hemostasis valve, the stent got caught and came off the balloon. There was no issue with the watchdog. It was thought that the valve was slightly closed by mistake and would not allow the device to pass. The stent could not go through the valve and some of the struts were off the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported.